Event description:
It was reported that the monopolar curved scissor instrument did not work. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed distal end of the main tube has a .175" x .120" oblong hole burned through it. Tube exhibits localized charring/melting, indicating an arcing event occurred. Instrument was disassembled to find the tube extension seal melted in the same location as the main tube, with one of the hypotubes directly below the tube extension having charred material on it. Main tube has a crack parallel to the tube axis directly below the hole that runs all the way down the tube, creating a pathway for arcing to occur.